Event description:
It was reported that this pacemaker system exhibited noise oversensing as well as high out of range pacing impedance measuring above 3000 ohms on the right atrial (ra) lead channel. The physician opted to adjust the sensing parameter. No adverse patient effects were reported. This system remains in service.